Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 4. The patient's largest prescribed fill volume (lpfv) was 1600 ml and the drain volume was 2667 ml, which met iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the home patient's nurse on (B)(6) 2010 to notify her of the iipv found during evaluation.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Review of the device logs confirmed an increased intra-peritoneal volume (iipv) event, but not duplicated during product analysis lab (pal) evaluation. Internal/external visual inspections revealed no problem. The cause of the iipv was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review (shr) revealed that no issues that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).